Event description:
I used the acuvue oasys contact lenses, which is made of silicone hydraclear. My eye, every time I wear it, gets scratched, red, and irritated. I've talked to other people who tried this lens and they too had the same problem, some even permanent vision issues. This product needs to be removed from the market as this is damaging peoples' eyes. I have been wearing contacts for 13 years and never had any problems until switching to acuvue oasys. Dates of use: 2009. Diagnosis or reason for use: contact corrective lens. Event abated after use stopped or dose reduced?: yes. Event reappeared after reintroduction?: yes.